Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis. The customer's reported problem was "upstream alarm" and "latch lock issues". A visual inspection found no damage on the customer's pump. Evidence of reported problem in event log detected "upstream occlusion". The customer's reported problem for "upstream occlusion" was not verified. The upstream sensor was in specification during the occlusion test. The pump's coin latch was stripped and the upstream sensor's seal was torn during the visual investigation.

Event description:
It was reported that a cadd® cadd-prizm® vip system had upstream alarm and latch lock issues. There is no report of any patient involvement.